Manufacturer narrative:
The subject device was returned to the olympus repair center. The repair evaluation confirmed/reproduced the customer reported problem, the power turned off due to a printed circuit board failure. The investigation is ongoing. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
Olympus (omsc) was informed via repair request that the customer high-definition liquid crystal display monitor ¿power supply was cut off by itself¿. No death, injury or harm was reported to olympus.

Event description:
The reported event ¿power supply was cut off¿ was found during the inspection prior to use. The intended screening test was completed using the same equipment.

Manufacturer narrative:
This supplemental report was submitted to provide additional details to the event description and the legal manufacturer¿s investigation results. The device history records (DHR) was reviewed and it was confirmed that the device met standards at the time of shipment. The subject device had no repair history in the past year. The investigation by the legal manufacturer determined that there is no design, manufacturing, material or processing related cause for the reported event. Based on the repair inspection, the reported ¿power turns off by itself¿ was due to a defective printed circuit board (g1). However, the cause of the defective g1 board could not be conclusively determined.